Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose was 53 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.